Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 117, 144, 188 and 169 mg/dl. The customer¿s expected blood glucose test result ranges are 140-165 mg/dl am fasting and 103-120 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 10/17/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set; all tests were taken pm fasting): result 1: 117 mg/dl date:(B)(6) time: 01:51 pm fasting. Result 2: 144 mg/dl date:(B)(6) time: 01:50 pm fasting. Result 3: 103 mg/dl date:(B)(6) time: 08:41 pm fasting. Result 4: 188 mg/dl date:(B)(6) time: 12:45 pm fasting. Result 5: 169 mg/dl date:(B)(6) time: 12:44 pm fasting.